Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
No procedural imagery was provided for review. Edwards does not have any specific device instructions for use and information in the training manual to provide direction for use when inserting through a non edwards tavr. Of note, the record review indicated that the team experienced much difficulty with wire placement through the central portion of the non edwards tavr. There was no failure of an edwards device noted in the reported event, therefore this type of event (bail out of a non-edwards device) would not be included in the risk management documentation. When experiencing tracking difficulty with the delivery system the procedural manual provides the following guidance: use 30° to 40° lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch. Note: the delivery system articulates in a direction opposite from the flush port. Additional considerations: do not over flex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel, ensure edwards logo faces upwards throughout flexing and tracking. No devices were returned for evaluation therefore it was not possible to determine if any damages or defects were present in the delivery system or valve. Review of the manufacturing records was not performed as there was no indication or allegation of an edwards device failure. In this case, the event appears to be related to the difficulty with wire advancement and device manipulation through the 34mm evolut valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post implant of a non-edwards tavr, a bav was performed and the non-edwards tavr embolized towards the coronary sinus. The non-edwards valve was snared back into the ascending aorta. The patient was hemodynamically stable at this time. During attempts to cross the arch, it appeared that the wire was outside the first deployed non-edwards tavr. At this time, the wire was pulled out and multiple attempts were made to cross the wire through the central portion of the previously deployed non-edwards tavr. During advancement of the edwards tavr the previously pulled back non-edwards tavr was again pushed down over the left coronary ostia. The skirt appeared to block flow and the patient developed hypotension at this time. CPR was initiated and the patient was placed on mechanical ventilation. A decision was made to initiate coronary bypass by surgeon. A snare was placed through radial sheath access and the non-edwards tavr was pulled back. The patient remained hypotensive. Multiple attempts were made using multiple different wires to cross through the lumen of the non-edwards tavr in an effort to advance the edwards valve, without success. At this time, after multiple attempts, a decision was made to remove the edwards system. The patient was slowly weaned off pump and continued to be hypotensive on inotrope-pressor support. The procedure was aborted and the sapien 3 valve was not implanted. Of note, the patient was released from the hospital 10 days post procedure to a rehab facility. The patient has been made dnr.